Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. The device was returned for investigation. During the investigation, it was determined that the luer lock showed a slight crack, which caused a leak. According to the investigation, there was probably a leak at the luer lock.the defect has been confirmed.

Event description:
The customer reports there was a fluid leak. No additional information was provided.